Manufacturer narrative:
(B)(4). This lot was manufactured from june 26, 2015 to june 30, 2015. Evaluation summary: the device was received for evaluation. A visual inspection identified particulate matter in the device. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a small volume intermate had a black mark on its filter. This was identified after the device was filled with an unspecified amount of meropenem and before patient use. There was no patient involvement. No additional information is available.